Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was found that the power consumption increased due to high right ventricular (rv) lead pacing thresholds. The device was explanted due to normal battery depletion. No adverse patient effects were reported.